Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) wpc (B)(4). Reason for original complaint: patient was revised to address elevated metal ion levels. Doi: 2006 - dor: (B)(6) 2012 (left hip). Update: (B)(4) 2012 -cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. Update: (B)(4) 2013 -cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. Update: (B)(4) 2013 - medical records received. There is no new additional information that would affect the existing MDR decision. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, inflammation, difficulty ambulating and osteolysis. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. Update rec'd (B)(4) 2013 - pfs and medical records received. Revision operative notes indicate that the patient suffered from metallosis and osteolysis. Impingement between the liner and stem was also noted. The stem has now been reported. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint has been updated on: 11/14/13.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The stem associated with this report was not returned. A complaint database search finds no other reported incidents against the stem's provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection and elevated metal ions.